Event description:
New information received notes that the lead was explanted at a different time, not during generator change-out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the hospital for a scheduled generator replacement. The device was replaced with a competitive device and during testing, device shorted and low hv lead impedance was observed. The lead was explanted with no issues, and the procedure concluded with no adverse consequences.